Event description:
It was reported that this peritoneal dialysis (pd) patient was in the hospital due to a pd catheter (not a fresenius product) related infection. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was initially seen in the pd clinic on (B)(6) 2026 due to complaints of abdominal pain, diarrhea, and fatigue. The patient stated the symptoms started on (B)(6) 2026 but never reported it to the pdrn. Pd effluent cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 2g daily for 14 days and ip vancomycin 1g every 3 days for 14 days per the physician¿s order. The patient¿s white blood cell (wbc) count was 31,395 with 93% polymorphonuclear (pmn) cells. The culture was positive for rhizobium (agrobacterium) radiobacter from aerobic bottle only and pseudomonas aeruginosa from aerobic bottle only. The patient did not adhere to the antibiotic regimen due to being admitted to the hospital on (B)(6) 2026. The patient had the pd catheter removed on (B)(6) 2026. The patient will be going to back-up hemodialysis (hd). The patient remains hospitalized. The patient¿s antibiotics during the hospitalization were not provided. The cause of the peritonitis was patient confirmed contamination.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty cycler set and the patient event of peritonitis with subsequent hospitalization and pd catheter removal. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis was attributed to contamination by the patient. The culture results of rhizobium radiobacter and pseudomonas aeruginosa support that finding. Both organisms can be found in soil with rhizobium radiobacter mostly being found in plants. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient was in the hospital due to a pd catheter (not a fresenius product) related infection. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was initially seen in the pd clinic on (B)(6) 2026 due to complaints of abdominal pain, diarrhea, and fatigue. The patient stated the symptoms started on (B)(6) 2026 but never reported it to the pdrn. Pd effluent cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 2g daily for 14 days and ip vancomycin 1g every 3 days for 14 days per the physician¿s order. The patient¿s white blood cell (wbc) count was 31,395 with 93% polymorphonuclear (pmn) cells. The culture was positive for rhizobium (agrobacterium) radiobacter from aerobic bottle only and pseudomonas aeruginosa from aerobic bottle only. The patient did not adhere to the antibiotic regimen due to being admitted to the hospital on (B)(6) 2026. The patient had the pd catheter removed on (B)(6) 2026. The patient will be going to back-up hemodialysis (hd). The patient remains hospitalized. The patient¿s antibiotics during the hospitalization were not provided. The cause of the peritonitis was patient confirmed contamination.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformanaces or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.